Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported while the patient was adjusting the device an error code appeared with pictures of telephone, doctor and a question mark which had occurred in (B)(6) 2016 the weekend of (B)(6). There was an elective replacement indicator (eri) error code and an error code of lor. There was an out of regulation (oor) error code. The implantable neurostimulator (ins) was still on and functioning however the output may be slightly lower than programmed. The oor was seen on the programmer and when the system was read almost all combinations were over 40,000. Patient was programmed in current mode. The patient had gone to increase up to 1.6ma and then back down to 1.5ma using the patient programmer but when it was read with the clinician programmer it read 1.1ma. The patient was going to have a neurosurgery consult with x-ray to determine where the issue lied. Impedance had been getting higher over time. The battery in the chest was low and they suspected that the connection was working its way loose. Patient¿s indication for use is movement disorders. Additional information indicated they were scheduling the patient for surgery to check connections and determine if a replacement was needed. The date was not scheduled yet.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the system was replaced and the impedances were now resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.